Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s current high blood glucose level was 570 mg/dl. Customer was treated with manual injection. Customer reported that he was unable to get the insulin pump to deliver a bolus and more than 3 to 4 units it errors out. Customer has changed sites and attempted to push insulin through a pen with the back of the reservoir. Customer reported that he had insulin flow block alarm on the insulin pump and had done the rewinding on the insulin pump. Customer was advised to run load reservoir with empty pump until piston reaches end of travel. Insulin pump alarmed with no reservoir detected. Customer reported insulin exited the tubing. The customer declined troubleshooting for high blood glucose. Customer stated they are able to assemble a new infusion set and reservoir. Customer reported insulin exited with the fill tubing. It was reported that alarm was caused by infusion set or reservoir occlusion. The devices will not be returned for analysis.